Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the supplemental report awareness date should have been 16 jul 2025 and not 17 jul 2025.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a partial lead was returned for analysis. Visual inspection found a full breach lead insulation degradation at two locations proximal to the s-curve region. The inner coil was exposing at both locations. The cause of the reported event was due to the inner coil being exposed at the degradation locations.